Manufacturer narrative:
The conclusions are as follows: - since the patient was not checked since the implantation, any longevity study can be performed. - in addition, since the patient has syncopated, the patient seems to be pacing-dependent. - upon reception, where the pacemaker was implanted for more than 9 years, the device is no more able to pace or communicate, due to the high battery impedance. - after opening, with its own battery still connected and a supply in parallel, the device consumes and works normally, there is no over-consumption. - given the long implantation life of the device, the fact that the patient is pacing-dependent and the correct status of the device (no abnormality), neither premature battery depletion, nor any issue is suspected on the subject pacemaker. -since no electrical issue has been noted on the pacemaker, no relationship with the motorized wheelchair can be done.

Event description:
Patient implanted with a pacemaker 9 years ago, since then he has not been checked. Yesterday he went to the hospital for a check-up and when they put the headrest on the device before press button to interrogate the device. He went into asystole and syncopated. When they recovered him, he went into escape rhythm for 30 beats the patient arrived in a motorized wheelchair and after the episode the wheelchair never turned on.